Event description:
The customer reported that the insulin pump was making a high pitched beeping sound and was cycling through itself. The customer stated the buttons started working again after she removed the battery for awhile but she received an unexpected restart alarm. The customer further stated that the insulin pump began to count up to 7 and then the screen went black. The insulin pump reportedly started up again once she pressed buttons, but then it started to cycle, once again. The customer declined troubleshooting for this issue. She also received additional alarms, for which troubleshooting was performed and the alarms were explained. The customer was advised to discontinue use of the insulin pump and to revert to a back-up treatment plan. The customer's blood glucose was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.(B)(4)